Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected. The immucor laboratory also received strip product back from the customer site, which was tested on (B)(6) 2017, and it reacted as expected. The immucor laboratory also received patient blood sample from the customer site which yielded unexpected (B)(6) outcomes when tested against immucor retention product on (B)(6) 2017, which reproduced the customer's observations for that blood sample. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared as visually (B)(6).

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly (B)(6) antibody screen when tested on a galileo echo instrument.